Event description:
Physician placed an implantable cook doppler probe in this patient. It was accidentally broken and needed to be replaced. Six probes were opened and none of them were functional. Patient was taken out of the or without an implanted doppler probe. Flap monitoring is being accomplished with pencil doppler which is less than optimal and not the usual standard of care. Defective doppler probes and packaging were saved and given to cooper surgical rep. Pt: 4582. Device: 1069, 2588. Ref: mw5187752, mw5187754, mw5187755, mw5187756, mw5187757.